Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular lead was oversensing atrial waves and undersensing right ventricular waves - consequently, left ventricular pacing was suppressed. The lead was reprogrammed, is being monitored, and is still in use. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.